Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight is reported to be within normal limits.

Event description:
It was reported that a hahn tapered implant failed. The patient has bone type iii. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2021, for primary procedure on tooth 7. The provider noticed that during seating the implant, there was a lack of primary stability. With regards to the surgery, the provider reports that during the placement of the implant, he was unable to achieve adequate insertion torque value itv. The implant was replaced with an implant of a longer size.

Manufacturer narrative:
Additional information section d d3: suspect medical device: manufacturer address updated to reflect the current address. Section g g1: all manufacturer address updated to reflect the current address. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results the device was returned with implant carrier but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. Type iii is thin layer of cortical bone surrounding a core of dense trabecular bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Therefore, the patient's bone quality may have been a factor. Additionally, the doctor noted they were unable to achieve adequate insertion torque value (itv). IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statements in the implant placement section: "engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.